Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the user reported the screen of their ilet was not responding. The user's caregiver also attempted but was also unable to unlock the pump and the screen was not responsive at all. The user stated there was a small hairline crack on the screen, but they did not recall when it occurred. A replacement was arranged. No symptoms were reported. A replacement ilet will be provided.